Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which it was determined that the outer layer of both cylinders was ruptured. The preconnect was subsequently replaced, and no patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.